Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021. Mpxr 845881 (con, rep):representative regarding a patient receiving baclofen (500 mcg/ml at 86.17 mcg/day) via an implantable infusion pump. It was reported that pump site had an abrasion and the patient thought the pump might erode through his skin and that it might be infected. The pump pocket was relocated.